Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085341) that a female patient, of unknown age at the time of event, who underwent breast augmentation with two unspecified mentor saline breast prostheses, experienced insomnia, severe allergy to mold - which landed her in an emergency room twice, fibromyalgia, pain, and right breast implant rupture post-operatively. As a result, the patient underwent bilateral removal and replacement with a 350cc mentor memorygel breast implant on the right and a 400cc mentor memorygel breast implant on the left on (B)(6) 2014. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 5/20/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).